Event description:
Received info that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba) and the graphical user interface (gui) to bdu cable. Device passed all tests.

Manufacturer narrative:
(B)(4).